Event description:
It was reported that the customer was hospitalized for a non-diabetes related reason and has been experiencing high blood sugars for 2 months. Customer's current blood glucose level was 266 mg/dl. Customer is treating with the pump. Customer's most recent high blood glucose level was 408 mg/dl on (B)(6) 2015. Customer declined to remove the infusion set from her body to continue troubleshooting. Customer declined further troubleshooting and to send the pump back for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.